Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg pocket site was not closed completely and was having a seroma. The patient underwent an ipg explant procedure. The explanted ipg was not returned as it was sent to pathology.